Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed an "excessive impedance" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll (B)(4) department, the malfunction was duplicated and attributed to the shorted cable not properly seated to the housing. The shorted cable was replaced to resolve the malfunction. The device was recertified and returned to the customer. Reports of this nature are typically not considered to meet our requirements for submission as there is no potential for clinical impact. Analysis of reports of this type has not identified an increase in trend.